Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 01-sep-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 01-sep-2020, UDI#: (B)(4); product ID: 3389-40, serial/lot #: (B)(4), ubd: 24-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a very severe fall on sunday (B)(6), and afterwards their tremor came back. The patient was in the hospital on tuesday (B)(6). An impedance measurement was taken and it was determined that on the right side all impedance was over 40,000 ohms, and on the left side contact 11 was over 40,000 ohms. The patient's extensions were explanted and replaced, resolving the impedance issue on the right side. The impedance on the right side on contact 11 remained high, however there will be no further surgical intervention. It was stated that the leads are okay expect for contact 11. The hcp reported that the event was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant products: product ID: 3708660, (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension. Product ID: 3708660, (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code has replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned extension (serial: (B)(4)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #3 conductor was broken in the body of the extension at 2.1 cm from the distal end. The returned extension (serial: (B)(4)) was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that all conductors were broken in the body of the extension at 2.0 cm from the distal end. Onclusion code, result code, and method code no longer apply. If information is provided in the future, a supplemental report will be issued.